Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8770-01, batch 012016 driver was received for investigation. Visual inspection identified that the drive geometry at the distal end of the ar-8770-01 had broken. The fragments generated during the event were not returned for analysis. It was determined that 5.76" of the driver remained. Material analysis identified that the ar-8770-01 met all as-received specifications. The root cause of the event remains undetermined, although the most probable cause can be attributed to prying/leveraging the driver during screw insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The surgeon was placing two 7.0 headless ft screws in the calcaneus for a medializing calcaneal osteotomy. The first screw went in fine; with the final insertion of the second screw, the driver shaft broke off inside the patient. It was removed via suction.